Event description:
The report stated that during a radio frequency ablation procedure, the patient complained that the puncture site of the needle was hot. An examination found a burn. The procedure was aborted. The site states they used a metal guiding needle.

Manufacturer narrative:
Date of initial report: 11/14/2008. The incident sample has been requested, but to date, has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.